Event description:
It was reported that the patient was taken to the emergency room with loss of capture. It was noted that there was an increase in capture thresholds and that the capture management feature was testing to lower values than the current threshold. The device was reprogrammed to higher thresholds. The physician expressed concern about using capture management for any of his patients. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that ventricular lead impedance not available due to a manual clearing.